Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for evaluation. A visual exam was performed and it was observed that there was a yellowish stain on the device, indicating it could have been used. No other defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff was able to maintain pressure at 25mbar; however, the blue cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the blue cuff indicating a leak. The area of leakage was observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
Reported issue: while in the clinical setting, the doctor found that the cuff had a leak before using it on the patient. A new one was used and there was no patient impact.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: while in the clinical setting, the doctor found that the cuff had a leak before using it on the patient. A new one was used and there was no patient impact.